Manufacturer narrative:
B4: 16aug2020, g4: 15aug2020. A blower assembly was return for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02apr2020; b4: 02apr2020. The manufacturer¿s international service technician confirmed the reported issue. The service technician found in the ventilator diagnostic logs an error code indicating blower temperature high and a noise coming from the unit. The blower needs to be replaced. No patient information was available. The customer was provided with a quote for service/ repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13may2020; b4: 16may2020. The manufacturer¿s international service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19march2020.

Event description:
It was reported that during use the ventilator had a "check vent: internal temperature high." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.